Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag 2.5%, most recent lot number 1005006 (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag 1.5%, most recent lot number 1010078 (dose and frequency not reported) ip for pd. Peritonitis started on (B)(6) 2010. Hospitalization was not required. A sample of peritoneal effluent for analysis was taken on (B)(6) 2010, prior to the start of antibiotic therapy. Peritoneal effluent culture was unknown and the results of the effluent analysis were being awaited at the time of reporting. On an unreported date, the patient began treatment with fortum 1 gm ip daily and reflin 1gm ip daily. The root cause of the peritonitis was unknown. The outcome of the peritonitis was unknown. Dianeal therapy continued. Concomitant medications were not reported. Causality assessment for the adverse event of peritonitis to dianeal therapy was not related.

Event description:
An increased intra-peritoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The fill volume was 2200ml and the total drain volume was 4514ml which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. The device passed both the homechoice rite electrical test and the rite functional test. Review of the device logs revealed an increased intraperitoneal volume (iipv) had occurred on 7/14/10 during cycle 4 when the device user drained out 4514 ml, which was greater than the largest prescribed fill volume of 2200 ml and met iipv criteria. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. Review of the previous service record revealed no issues that could have caused the iipv. The assignable cause of the iipv was determined to be insufficient drain: false empty detect and use error: inappropriate bypass of the caution: negative uf alarm. The device was subsequently forwarded to service. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2011 and provided the results of the evaluation. The pd rn stated the patient did not have any symptoms around the time of the incident. The patient has been fine and continuing therapy on the cycler and has had no further issues, bypassing or otherwise.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon evaluation completion or if additional information becomes available.